Manufacturer narrative:
Context: a customer in ireland reported to biomérieux a potential misidentification of streptococcus mitis/oralis as streptococcus pneumoniae in association with the product vitek ms instrument (ref. (B)(4), serial number (B)(6)). Mode : ivd ; kb version : v3.2 (cli) issue type : three patient discordant results between vitek ms, biofire and vitek 2. * sample (B)(6) vitek ms -11 single choice to streptococcus pneumoniae -3 no identification other methods : -microbiological = alpha hemolysis typical of streptococcus -biofire = streptococcus species -vitek 2 = streptococcus mitis/ oralis, not sensitive to optochin which is not in favor of streptococcus pneumoniae expected ID: unknown culture conditions: -culture media : cba -incubation : 24 hours co2 -spotting tool : pick me pen or wooden applicator stick issue date: 09, 10, 11, 12 and 15 feb 23 * sample (B)(6) vitek ms -6 single choice to streptococcus pneumoniae -2 no identification other methods : -microbiological = alpha hemolysis typical of streptococcus -biofire = streptococcus species -vitek 2 = streptococcus salivarius ssp salivarius, not sensitive to optochin which is not in favor of streptococcus pneumoniae expected ID: unknown culture conditions: -culture media : cba -incubation : 24 hours co2 -spotting tool : pick me pen or wooden applicator stick issue date: 08 and 09 dec and 15 feb 23 * sample (B)(6) vitek ms results : single choice to streptococcus pneumoniae other methods : n/a expected ID: unknown culture conditions: -culture media : unknown -incubation : unknown -spotting tool : pick me pen or wooden applicator stick issue date: 20, 21 and 22 feb 23 fine tuning date before the issue: 04 jan 23 investigation: ** CAPA & complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue with no implication of a trend. A trend analysis has been done regarding the complaints recorded for the error code ivd mis-identification - f871 for the period from march 2023 to may 2023. **investigation results** * fine tuning: ccording to the vilink alert tool criteria, fine tuning needed to be adjusted. Notes: -the fine tuning indicators acceptance criteria could be affected by the non-optimal fine tuning made prior to the identification issue -good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. * spot preparation quality: the calibrator ¿all peaks¿ values are quite heterogeneous. Spot preparation needs to be verified with the customer. * kb review: the expected identifications are streptococcus infantis/streptococcus peroris which are out of the vitek ms kb 3.2. * sample data analysis: reprocessing the customer data with vitek ms kb v3.2 allows to show that several potential misidentifications were obtained with a low number of peaks. Reprocessing the customer data with new vitek ms kb v3.3 allows to show that several low discrimination results were obtained to streptococcus peroris ¿ streptococcus pneumoniae. There are still potential misidentifications to streptococcus pneumoniae. As it is difficult to define exactly the root cause, complementary investigation are needed. A customer¿s strains return was needed. Biomérieux quality control laboratory has analyzed the customer¿s strains and they reproduced the customer¿s misidentification as streptococcus pneumoniae. The strains have been identified as streptococcus infantis/streptococcus peroris by soda sequencing which is correlated with new vitek ms kb 3.3 result. Customer strain identified as streptococcus infantis/streptococcus peroris are specie out of vitek ms 3.2 knowledge base. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. (B)(4) ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ * expected identification after investigation streptococcus infantis/streptococcus peroris * root cause analysis system limitation (out of knowledge base 3.2) conclusion: according to data above, there was no malfunction related to the product vitek ms instrument (ref. (B)(4), serial number (B)(6)). No further action required.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in ireland reported to biomérieux a potential misidentification of streptococcus mitis/oralis as streptococcus pneumoniae in association with the product vitek ms instrument (ref. (B)(4), serial number (B)(4)), using the knowledge base v3.2.0. It was reported that the customer obtained discrepant identification (ID) results between vitek ms and vitek 2, as follows: vitek ms ID result = streptococcus pneumoniae; vitek 2 ID result = streptococcus mitis/oralis. It is understood that the expected result was streptococcus mitis/oralis. Moreover, it was reported that the samples were also tested via optochin disc and were not sensitive to optochin as streptococcus pneumoniae should be, according to biomérieux customer service. Per global customer service analysis, the orientation tests are not in favor of streptococcus pneumoniae; an investigation will be initiated to determine the root cause of this issue. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. An investigation has been initiated.